Event description:
It was reported that the patient underwent a pump replacement due to end of life alarm and lack of therapeutic effect. Following replacement, the baclofen dose was lowered from 800 mcg/day to 550 mcg/day to avoid drug overdose. The patient experienced spasms and subsequently went into a coma. The patient was also reported to have respiratory depression and neuropathy. The patient was placed in the intensive care unit. The patient outcome was reported as: "consciousness restored, loss of motricity". The pump remained implanted.